Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A technical support specialist logged into the station and found that disk space was low and that the sql database had reached its threshold. The tss performed a database backup and resynchronization and confirmed with the customer that the station was operating as expected. The tss attached the knowledge articles (proper datasync procedure & how to place a new database in an es station) and (low space on c: drive, sqldump, winsxs ¿ pyxis es ¿ locations/methods to free up space) for reference. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen had error message that would not let user log in. Message stated that a fatal error has occurred on the underlying data source. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.